Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin correctly. The customer stated that he was using insulin pens to regulate his insulin delivery and blood sugar levels. The customer also reported that his blood sugar levels have recently been above 400 mg/dl. Blood glucose level at the time of the incident was 243 mg/dl. The call was disconnected before the customer could provide any further information. The customer will not return the insulin pump for analysis.